Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump powered up properly after battery installation. No flashing medtronic logo or other display anomaly noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches. Rewind functioned properly and no pump errors or alarms occurred during testing. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2023 at 11:41 there was a pump error 39 motor current error alarm that occurred due to the motor high voltage was not within range. Additionally, on (B)(6) 2023, a pump error 37 motor motion alarm and a pump error 75 power supply test alarm were triggered. The pump was cut open to perform a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and on the inside of the battery tube. Pump error 37, pump error 39, and pump error 75 alarms are confirmed due to moisture damage/corrosion on the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Flashing medtronic logo and rewind anomaly are not confirmed. Pump error 37, pump error 39, and pump error 75 alarms are confirmed due to moisture damage/corrosion on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received unspecified pump error during rewind and pump flashed medtronic logo. Troubleshooting was performed and the issue was not resolved. Customer was advised to discontinue the use of the device and  the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.